Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after removing the 7fr 25cm procedural sheath used for the percutaneous coronary intervention (pci), the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery over the guidewire and high resistance was felt. When the assembly was inserted with force, the insertion sheath got kinked and became unable to be inserted any further. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip was returned for product evaluation. The arteriotomy locator was returned unmated with the hemostasis sheath along with the header bag. The carrier tube assembly was returned as well. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was not appropriately mated with the hemostasis sheath. It was noted that the locator was not properly snapped on the sheath hub. A kink was observed near the blood inlet hole. The hemosheath and arteriotomy locator was examined under a microscope and the misalignment of the blood inlet holes were confirmed. The tip of the sheath was deformed. No other visual anomalies were noted. Based on the returned device, the complaint could be confirmed for kink and deformation. The likely cause of kinks on the device could be application of off-axis forces while tracking the device within the artery with or without presence of scar tissue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.